Event description:
A customer reported to baxter (B)(4) of an irrigation set in which a tear was observed by the operator in the cover film of the surgical tubing of the set. The reported condition occurred during priming. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an irrigation set in which a tear was observed by the operator in the cover film of the surgical tubing of the set was confirmed during visual inspection of the sample. The assignable root cause of the reported condition is unknown. No repairs were made since this is a single use device. Additional information: a batch review cannot be performed since there was no lot number provided. Should additional information be received, a follow-up medwatch will be submitted.